Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description contaminate in the chamber. Detailed inquiry description opened the package and it "had some really gross looking stuff on/in the chamber."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging was provided for evaluation. Visual examination of the sample along with comparison against the product technical drawing were conducted. As a result, the drip chamber was observed to contain dark particles of an unknown substance. Based on the investigation findings, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manufacturing/packaging of the product. B braun has procedures in place to mitigate foreign matter in the manufacturing area. These include specified procedures for workstation cleaning and for proper garbing processes. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.